Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 106 mg/dl. Customer was assisted with clearing the alarm. Customer does not have a battery in the pump. Customer uses the sensor feature on the pump. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are unable to complete the rewind sequence. Customer received a failed battery test and can't get past the motor error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing with no motor error alarm noted. However, a corroded motor home switch was noted. No failed battery alarm was noted and the operating currents were within specification. The insulin pump passed the self test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.